Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the stoppers pop out of the tub. This event occurred 65 times. The following information was provided by the initial reporter. The customer stated: the "tubes were centrifuged at 5000g and 4000g, and not 3000g. Some tubes have no pressure (vacuum) and open by itself. Tubes opened during centrifugation. Additional information 04-20-21: the caps were removed in the centrifuge after use. There were no reported injuries or erroneous results. There was no change in the course of treatment. No exposure or medical interventions reported.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the stoppers pop out of the tub. This event occurred 65 times. The following information was provided by the initial reporter. The customer stated: the "tubes were centrifuged at 5000g and 4000g, and not 3000g. Some tubes have no pressure (vacuum) and open by itself. Tubes opened during centrifugation. Additional information 04-20-21: the caps were removed in the centrifuge after use. There were no reported injuries or erroneous results. There was no change in the course of treatment. No exposure or medical interventions reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-04. H6: investigation summary: bd received 100 samples for investigation. Ten samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. However, the customer stated, "tubes were centrifuged at 5000g and 4000g, and not 3000g". This is not a bd recommended setting for centrifugation of tubes. H3 other text : see h10.